Event description:
The customer reported that the flip flop brake does not secure the c-arm. The customer continues to use the c-arm for basic cases. No injury to patient was reported.

Manufacturer narrative:
The ge service rep removed and replaced the remaining brake pad and base. He re-assembled the c-arm and verified the beam alignment. The rep tested the flip/flop brake. The brake secures the c-arm tightly. The overall system functional was checked and found the unit was operating as intended.